Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was getting stuck during bootup. During troubleshooting, fse found the fault with the host pc. Fse replaced host pc. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation confirms host pc failure, the main cause was suspected has failed component- cmos battery. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not boot up and it stuck on "initializing connection to host". Both the data monitor and the review monitor had black screens. The user performed a restart of the system, but the issue persisted. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc and disk.after the host pc was replaced, the system was returned to use in good working order.